Event description:
Healthcare professional reported, rupture. This record is for the right side. The device has been explanted and replaced.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: rupture: broken observed on radius side assessed as surgical damage. Additional observations: red particles are observed in the gel. Wear abrasion observed. Creases were observed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. This record is for the right side. The device has been explanted and replaced.